Manufacturer narrative:
Device cannot be identified.

Event description:
It was alleged that a nurse was injured when a technician at the hospital operated the bed into her.

Manufacturer narrative:
A representative from user facility stated that they do not believe the event had occurred as described. The account stated that the zoom motor had not been used to maneuver the bed out of the doorway and that the nurse had moved between the bed and doorframe without incident. The account stated that the nurse was not injured.

Event description:
It was alleged that a nurse was injured when a technician at the hospital operated the bed into her.